Event description:
It was reported that the right atrial (ra) lead had high and variable impedances, variable thresholds, intermittent non-capture, and there was noise on stored atrial electrograms. The lead was suspected to be fractured. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2010 (B)(6). (B)(4).